Event description:
Customer reported the insulin pump had cracks. Damage was on the right hand corner and bottom left hand corner of the display. Customer's blood glucose was 15.1mmol/l. Customer was advised to discontinue use and device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had cracked case near lcd window corners, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.